Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a backup battery (ebb) battery alarm for ebb expired/ebb backup battery. The ebb was exchanged, yet the alarm persisted with the new battery. A system check with the new battery in place was completed and the clock was resynched twice, and the alarm was still present. At that time, after confirming all efforts have been exhausted, the clinicians changed the system controller. The patient was reportedly symptomatic during the exchange and during the alarms. The controller exchange reportedly cleared the alarms. The log file review confirmed the reported ebb faults. The event appeared to have occurred after the system controller attempted a load test, and another ebb fault was triggered shortly after. Additionally, the log file noted an electrostatic discharge (esd) event on (B)(6) 2023 that resulted in a pump reset.

Event description:
It was reported that the patient was asymptomatic during the controller exchange. No patient symptoms occurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller. The submitted system controller event log file and downloaded system controller event log file contained approximately 8 days of relevant data combined ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp. The log files captured a backup battery fault alarm on (B)(6) 2023 from 01:42:07 to 10:33:47 due to the backup battery not passing the load test. The backup battery fault alarm briefly cleared at 10:25:56 due to the backup battery briefly being disconnected; however, the alarm reactivated upon reconnecting the backup battery. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. The backup battery fault alarm resolved on (B)(6) 2023 10:33:50 after the backup battery appeared to be exchanged. The driveline was disconnected on (B)(6) 2023 at 10:44:27 to exchange the system controller. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 07sep2021. Review of the DHR also revealed that the system controller was manufactured with the implementation of a corrective and preventative action , which implements the application of grease on the backup battery ribbon cable. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.